Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 407652, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, high sensing integrity counter (sic), and a fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.